Event description:
A facility reported that patient was placed in the mayfield composite series skull clamp (a3059) by the surgeon for prone posterior fossa craniotomy. After positioning, the skull clamp slipped causing a deep laceration of approximately 5cm-6cm of the patient¿s scalp. Additional information has been requested.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation. Device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation shows that the returned unit does have a slight up and down movement while in the unlocked position. However, when properly positioned and put under pressure, the unit did not move. Unit was involved in a patient injury due to slippage. Since there was a report of patient injury, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service evaluation with no other device deficiencies observed. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.